Event description:
A low glucose reading issue with the Abbott Diabetes care (ADC) device was reported. The customer received unspecified low readings on the Abbott Diabetic care (ADC) device in comparison to unspecified readings obtained on an unknown device. Customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dL per minute). The customer experienced headaches and was thirsty. Customer treated themselves with dextrose glucose tablets Lucozade, chocolate tablets and corrected themselves with novo rapid insulin (dose unspecified). There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 2.90 mmol/L was compared to a competitor brand meter result of 25.70 mmol/L Length of wear was 7 days. When the provided results were plotted on a Parkes Error Grid, fell into the "D" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.